Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Treatment of a 2.0cm arteriovenous malformation (avm) located in the superficial part of the left cerebrum, non-eloquent area, non-hemorrhagic lesion. It was reported that the patient was first treated on (B)(6) 2010 with three onyx 18 and two onyx 34; however, the physician confirmed that the microcatheter was very difficult to remove during the procedure due to onyx reflux. The catheter was eventually removed and excision surgery was also performed on the same day. No injury was reported with the patient as a result of the procedure. Same event has MDR# 2029214-2013-00082.